Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear. Product information required to review the device history records was not provided. The investigation could not draw any conclusions about the root cause of the polyethylene wear. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised because of polyethylene wear.